Event description:
Complainant alleged that during functional testing, the device failed self-test for pacer function. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During the investigation the technician discovered that the customer attempted repair of the device. It is evident that the damages found were not consistent with normal wear and tear. A system interconnection flex cable was replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.